Event description:
Using sterile technique and after infiltration of the skin and subcutaneous tissues with approximately 8 ml of 1% local anesthetic, a small skin incision was made. Next an 11-gauge mammotome needle was placed in the vicinity of the cluster of microcalcifications. A total of 19 cores of tissue were obtained. Specimen radiograph: confirmed inclusion of a microcalcification in at least one of the 19 specimens. However, physician anticipated to have seen more microcalcifications.next, using an introducer, physician went to place the clip and noted that the z axis was reversed with regard to numbers demonstrated when advancing or retracting the needle. A small metallic clip was placed at +6.0. During the case the needle z axis display decreased when the operator moved the stage towards the breast. This is opposite of normal operation, the display should increase. This led to an unsuccessful stereotactic-guided biopsy of the indeterminate microcalcifications of the left breast. The microcalcifications of interest remained undisturbed in the breast.